Manufacturer narrative:
Service personnel evaluated the analyzer on 07/27/2016 and confirmed a leak from the diff mixing chamber; the stabilyse tubing to the diff mixing chamber was loose and leaking at its fitting. The tubing was replaced, resolving the event. The beckman coulter internal identifier for this event is (B)(6).

Event description:
A customer reported an uncontained leak of less than 10 ml of fluid described as diluted blood from the diff (differential) mixing chamber of a coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory gown at the time of the event, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment.